Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the display screen had a little spot which grew bigger and made it difficult to read the display screen. Customer¿s parent advised they were unable to rewind the insulin pump as well. Customer parent advised the hospital would replace their insulin pump.

Manufacturer narrative:
Device received with bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.